Event description:
New information received indicates that remote transmission revealed a recurrence of post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. There were no patient consequences.